Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for the revision of the patient's left hip. The devices were implanted into the patient's left hip on (B)(6) 2010. Trunnion between the head and the neck was worn and metallosis was confirmed and revision surgery was performed on (B)(6) 2023. The patient was a truck driver, so the doctor comments that load may be applied to the devices when the patient got on and off the truck. The devices were not returned for inspection.